Event description:
It was reported that during an infusion of epinephrine, a pump alarmed for sys error 322. The customer stated that there was no associated pt injury and there was no associated pt injury and there was not any medical intervention required or performed. The customer additionally state the pt was in no way hemodynamically compromised. The customer stated the nurse was right at the bedside when the alarm occurred and she was able to stop the pump and restart the infusion. The alarm occurred again about 20 minutes later, again with no pt injury. At that point the nurse was able to switch out the pump and the infusion was continued with another pump without interruption.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Review of the history log confirms the reported error 322. The evaluation was unable to determine the cause, however further evaluation has led to the determination that the upper and lower auxiliary assemblies were the failing components. The upper and lower auxiliary assemblies will be replaced.